Event description:
It was reported to philips that the system's uninterruptible power supply had problem, which could impact booting. The device was not in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.